Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she went to the emergency room due to her blood glucose reaching over 500 mg/dl. When she arrived her levels were 700 mg/dl. X-rays and blood work were preformed. Treatment included two bags of fluid through IV and insulin which she was given via syringe, 15-20 units at first and then 6 units an hour or two later. The patient's blood glucose decreased while at the hospital. The doctor stated the pdm might be the problem, as she has been experiencing high blood glucose from different pods and sites.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and emergency room visit was found.